Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient who is going to have an arterial line placed and a split guide comes out." Additional information clarifies "it is divided but it is not like that, it is bent." There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo as it revealed kinking of the guide wire in a clinical setting. The lidstock for this finished good clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through visual analysis of the customer photo. One major kink was observed on the guide wire body. A device history record review was performed with no relevant findings. The packaging for sac kits of this type clearly state, "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient who is going to have an arterial line placed and a split guide comes out." Additional information clarifies "it is divided but it is not like that, it is bent." There was no patient involvement.